Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information that the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was experiencing intermittent t-wave oversensing (twos) post ventricular sense (vs) as indicated in non-sustained tachycardia episodes. The rv lead remains in use. No patient complications have been reported asa result of this event.